Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used. After the first 3-4 rounds, the surgeon found that the plastic tip of the barrel almost fell off. The surgeon stopped using the device to avoid the piece falling into the patient. The procedure was completed with a different device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). It was reported that cannula cap was not loose and tip did not fell. The surgeon noticed that cannula cap was falling off and stopped using the device. The actual device was returned for evaluation with the cannula cap attached properly to the cannula tabs but it was broken. During visual examination no other damages were noted. Functional examination revealed that the prongs of the fork were deformed and the device did not work properly because the prongs of insertion fork were not designed to hit on hard surfaces. It is possible that cannula cap was found broken due to damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.